Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have issues with the batteries. Customer's blood glucose was 167 mg/dl. Device did not alarm a low battery alert prior to the off no power alarm. Customer was advised the battery cap will be replaced. Customer will not be returning the device for analysis.